Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the 7x40mm absolute pro self-expanding stent system (sess) was being backloaded on the guide wire inadvertent mishandling resulted in the reported break/noted strain relief break and handle gaps. The noted wrinkled distal sheath and the noted bent proximal shaft likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for eval updated from no to yes. H3 - device returned to manufacturer? Updated from no to yes. H6 - type of investigation code 4115 and component code 4755 were removed.

Manufacturer narrative:
The device was not returned for analysis however a photo provided by the account confirmed the reported strain relief break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging and/or preparation for use resulted in the reported strain relief break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. The 7x40mm absolute pro self-expanding stent system (sess) was being backloaded on the guide wire and the strain relief became broken from the handle and remained crimped floating on the sheath. The sess was removed and another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.